Manufacturer narrative:
Since the device was not returned for investigation and the lot number was not known, a complete investigation cannot be performed. The cause of the burn was likely due to inadequate flow and circulation of the saline solution. The instructions for use provides the following precaution: "caution: when using wands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury."

Event description:
In 2008, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. During a knee arthroscopy procedure, the patient sustained a second to third degree burn on patient's posterior lower leg, approximately 1 to 1.5 cm width by 20 cm in length. The burn was treated with ointment and dressings and the patient was prescribed antibiotics. It was reported the burn originated near the surgical site and tapered away in a drip like appearance.